Event description:
It was reported in a service report that the cot legs would not retract when engaging the release handle. No adverse consequence reported.

Manufacturer narrative:
Handle. The service technician adjusted the linkage.